Manufacturer narrative:
A steris service technician inspected the amsco 600 sterilizer and found the generator's sight glass required replacement. The technician made repairs to the amsco 600 sterilizer, ran a test cycle, and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 600 sterilizer. No report of injury.